Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited undersensing, high pacing threshold measurements, loss of capture, and high out of range pace impedance measurements. It was discovered that the rv and right atrial (ra) leads were pulled back and a revision procedure was performed. The ra lead was repositioned and the rv lead was explanted and replaced as visual inspection noted insulation damage. The pacemaker remains in service. No additional adverse patient effects were reported.